Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device stopped working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not "returned."

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the device stopped working. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The equipment passed the evaluation according to the service manual and no need to replace valves batteries.